Event description:
Patient underwent laparoscopic cholecystectomy with fascia closure with sutures and skin glue. Patient had incision opening at the top of the incision requiring a follow up appointment for wound care, cleaning and dressings. Wound noted to be healed at later visit but trend noted with multiple patients have wound opening/dehiscence who all had same skin glue used from same lot number.